Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised to address instability and "hydraulic effect from joint effusion" update nov 21, 2017: litigation record received. Litigation alleges corrosion and friction causing toxic cobalt-chromium metal debris, pain and disability. Added stem for the alleged corrosion. Added new complainant information. This complaint was updated on nov 22, 2017.

Event description:
Pinnacle pfs and medical records received. Pfs alleges pain, headaches, joint noise, fatigue, limited mobility, walking difficulty, unstable feeling, and muscle loss. After review of medical records for MDR reportability, it was stated that the patient was revised to address instability and subluxation. Revision notes reported that large effusion in the joint appearing bit cloudy thin fluid sometimes with metal reaction, and posteriorly unstable. The surgeon noted that the cup was stable but its position and maybe some hydraulic effect from the joint effusion created the instability issue. Cobalt ion level is above 7 ppb. Added cup since it was revised. Stem was not revised but included in this complaint due to the reported elevated metal ion level. Doi: (B)(6) 2001; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.